Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 188 mg/dl. Assisted customer in performing with displacement test. The insulin pump did not pass test. Customer stated that they were able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. No pump error 43 noted or device test failed alarms were noted. However, the motor was found with traces of corrosion per visual inspection.